Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had an inadequate range of motion. The doctor resected more distal femur, implanted a thinner tibial insert as well as changed the femur one size smaller. He used a posterior stabilized construction. This was the right side. There was nothing loose or broken.

Manufacturer narrative:
An event regarding poor range of motion involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: medical review concluded: femoral component malposition with mismatch in flexion-extension gap space causing stiffness and requiring revision with exchange of femoral component and tibial bearing. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusion: clinician review of the medical records provided indicated that femoral component malposition with mismatch in flexion-extension gap space causing stiffness and requiring revision with exchange of femoral component and tibial bearing. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had an inadequate range of motion. The doctor resected more distal femur, implanted a thinner tibial insert as well as changed the femur one size smaller. He used a posterior stabilized construction. This was the right side. There was nothing loose or broken.